Event description:
Per the audiologist, the pt's receiver/stimulator migrated and the skin covering the device was "extremely" thin. A CT scan was recommended by the surgeon. In 2008, the pt underwent a revision surgery to reposition and stabilize the receiver/stimulator.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.